Manufacturer narrative:
The device has not been received by the manufacturer. Upon receipt and evaluation a supplemental report will be submitted. This is being submitted as an adverse event based on the following rationale. Had the needle broken off into the patient, intervention would have been required to remove the needle.

Event description:
Per the information provided, the patient had not been prepped for surgery. The failure occurred during set up of the device. The microtip was primed and after the needle cap was removed the needle fell out.

Manufacturer narrative:
Corrected data: the reported failure was updated. The catalog number was corrected. The device is labeled for single use. The device was returned for evaluation. The reported complaint was that the "tip of the hand piece just fell off." The device was received intact with no damage or defect. The needle cap was over the nose cone and was secure. The microtip primed successfully on the first attempt and was put through functional testing. The needle was attached to the horn assembly and the device functioned within all specifications. Simulation testing was conducted, the microtip primed on the first attempt and functioned within all specifications. The reported failure could not be verified. The needle and sheath were both intact; no functional issues were found. This complaint was submitted based upon the reported failure and on the following rationale, if the needle had broken off into the patient intervention would have been required to remove the needle.

Event description:
Per the information provided, the patient had not been prepped for surgery. The failure occurred during set up of the device. Upon opening the box and priming the system, the tip of the hand piece just fell off. Almost as though it was never attached.